Event description:
It was reported that: "the trach tubes were leak tested prior to use but when we transferred the pet to dental table the first incident occurred halfway through the procedure, we were not able to reinflate the cuff so we had to reintubate the patient. Upon inspection of the trach tube there was a hole which tore away like paper. The second incident was the following day with the same results only it occurred as soon as we transferred patient to the dental table. We reintubated and inspected the trach tube and found the same thing, (a small hole and the rest tore like paper). There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The UDI is not complete as the lot# was not provided by customer. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.